Event description:
It was reported that while using the zimmer electric dermatome, a black liquid substance was leaking from the handpiece onto the skin graft. There was no report of injury or adverse patient consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The device was found that no black fluid residue was reported during repair and no evidence of a black residue was observed on the replaced parts that were retained. Visual examination of the motor during investigation showed no signs of excessive corrosion or other damage. The motor shaft turned freely by hand and continuity testing of the motor armature did not reveal any open windings or grounding to the case. To address the problems found during the initial evaluation, the motor was replaced and the unit was re-calibrated. Preventive maintenance measures included replacing the bearings, hand piece assembly, seal and retaining ring. The black fluid reportedly leaking from the unit was consistent with failure to adequately clean and dry the device after cleaning, as advised in the instruction for use.